Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date where cpt and continuum was implanted. Subsequently, the patient fell and experienced a bone fracture. Additional surgery was required on an unknown date. A de puy plate was used for fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: new zealand. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.